Event description:
Complainant alleged that while attempting to treat an adolescent female pt, this second device obtained failed to discharge and displayed an "in line short" error message. Clinicians attempted cardiac massage, but were unsuccessful in resuscitating the pt. This is the second similar report. The first device reported on medwatch 1220908-2013-03439.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.